Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 16mm amplatzer septal occluder was chosen for procedure on (B)(6) 2022. During procedure, the device was advanced through the sheath. The device was re-sheathed twice in attempt to achieve an optimal position. After the second attempt, the device emerged presenting in a cobra shape deformation. The device was not released from the delivery cable. The device was removed and exchanged with a 17mm amplatzer septal occluder. The device was placed successfully and is working as intended, confirmed by imaging. The patient remained stable throughout the procedure.

Manufacturer narrative:
An event of device deformity was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The root cause of the reported device deformity could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture design or labeling.

Event description:
N/a.